Event description:
It was reported that an ongoing issue with travel release error was experienced. No patient injury was reported.

Event description:
It was reported that an ongoing issue with travel release error was experienced. No patient injury was reported.